Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a mesh-augmented hysteropexy procedure on (B)(6) 2015. According to the complainant, during the procedure, the needle detached and was left inside the patient after unsuccessful attempt to locate and remove it. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Pt age: the exact age of the patient is unknown, however, it was reported the patient was over 18 years. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.